Manufacturer narrative:
The device was returned for evaluation. We were unable to duplicate the complaint upon receipt; the unit performed according to our specifications. The disposable set was not returned for evaluation. The hospital reported that the error message on the screen was "overheating". However, the system does not have an "overheating" alarm. The unit most likely exhibited either a "power module overtemp" alarm due to blocked fan air vents causing the power driver module to overheat, or an "over temperature" alarm due to overheated infusate, possibly caused by dirty temperature probes or an occluded flow path. Both alarms will cause the system to shut down, as it is designed to do. When the fms2000 recognizes a situation that is compromising effect infusing, it stops pumping and heating, stops infusing fluid into the patient, displays an alarm message, instructions for corrective measure, and sounds an audible alarm.

Event description:
It was reported by the doctor at (B)(6) that during a procedure, the belmont alarmed and stopped, displaying and "overheating" message. A leak was then noticed, and when the door was opened they found that the disposable was warped and melted. The machine was replaced with another belmont and the case was completed without any harm to the patient.